Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented and discussed the clinical observations and suspects the measurement of zero ohms is due to electromagnetic interference (emi). This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system exhibited an out of range shock impedance measurement of 0 ohms. Testing today noted no issues. No adverse patient effects were reported.